Event description:
It was reported that during a procedure involving herniorrhaphy tacker, the tacker would not release when under less tension and failed to lock in into the fabric when attempting to release it without tension. Another fastener was opened, but the problem persisted. As a result, the procedure had to be completed using conventional stitches. The surgical procedure being performed was an inguinal hernia video. The device was not implanted, and no injury or additional operation was required.

Manufacturer narrative:
D10 concomitant product: abstack15, abstack15 abs fixation device 15 tacks (lot#n3f0430y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.